Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: consumer reported plungers defected and leaning to one side.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: consumer reported plungers defected and leaning to one side.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-02-02. H6: investigation summary: our quality engineer inspected the 3 samples submitted for evaluation. The reported issue was not confirmed upon inspection of the samples. None of the samples showed any signs of the reported defect. Since the reported defect was not confirmed a manufacturing root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd luer lok¿ 3 ml syringe bulk convenience pak experienced an incorrectly positioned plunger rod. The following information was provided by the initial reporter: consumer reported plungers defected and leaning to one side.